Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose of 43 mg/dl which was addressed with the customer consuming soda, peanut butter sandwich, granola bar, toast, cereal and an egg. Paramedics were called however, no treatment was received. Tandem technical support examined pump data logs and found pump to be functioning as intended.